Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing which resulted in inappropriate anti-tachycardia pacing (atp) delivery. Pacing inhibition was also noted for greater than 2 seconds. All lead diagnostics were good and stable. In clinic, noise was not able to be recreated and it was suspected the noise was electromagnetic interference (emi). No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received indicating the sensitivity was reprogrammed and defibrillation threshold (dft) testing was successfully completed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.